Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that post-operation, the right ventricular (rv) lead had intermittent and high thresholds, loss of capture, and high impedance. The lead was repositioned. It was noted that during the lead revision it was suspected that the insulation might have been nicked near the suture point. Adhesive was applied from a lead repair kit. The rv lead remains in use. No patient complications have been reported as a result of this event.